Manufacturer narrative:
The lot number of the lens was not provided, and the device was not available for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information currently available the root cause could not be conclusively determined.

Event description:
It was reported that asymmetric vault manifested less than one day post implant. The iol was repositioned on the same day and the patient was reported as "currently stable". In the surgeon's opinion the likely cause of the event is the patient rubbing his eye. This report pertains to the patient's right eye.

Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.